Manufacturer narrative:
(B)(4). Physio-control attempted to download the electronic patient record from the device; however, there were no records in its memory for an event in 2016. Physio-control then evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The customer advised that the therapy electrodes used during the event were disposed of following the event; therefore they were not available for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that in 2016 (exact date unknown), their device prompted users to ¿connect electrodes¿ even though the electrodes were properly connected to the patient. As a result, defibrillation may not be possible. It was later confirmed by the customer that the outcome of the patient is unknown. Additionally, no further details about the patient or the event are available.